Event description:
Customer alleges leaking oil. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model 9099, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1049388 rev c (jun-00) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The dealer is stating that this is an out of box failure. The product is 1 year old. The pump is allegedly leaking oil. No injury. RMA issued and product is to be returned for an inspection and evaluation.